Event description:
It was reported that during the final tightening the surgeon decided to loosen the driving cap and while loosening the cap, the screwdriver tip broke. All pieces of the screwdriver were retrieved. The surgery was completed successfully with no reported delay and no reported harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Investigation could not be completed and no conclusion could be drawn, as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.